Event description:
It was reported that the device extruded due of an allergic reaction and that skin grafts were previously applied. The pt was explanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.